Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. At the time of this report, the patient¿s fluid was reported to be clear and was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the home patient was treated with linazoline (100mg, orally, twice daily) and heparin injection (1000iu, frequency not reported) for the peritonitis event.